Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "patient dislocated and was revised. Cup was repositioned and converted to an mdm. No allegations against the implants. Original usage and revision usage attached. No further information is available." Spoke to rep. The head had dislocated from the liner. The elevated rim liner and femoral head were revised to a metal mdm liner, adm/ mdm poly insert, and femoral head with sleeve. The surgeon removed 2 screws from the in-situ acetabular shell, repositioned that same shell, reimplanted the original 2 screws, and added an additional screw. Rep confirmed that no further information will be released by the hospital or surgeon.